Event description:
Reporter stated that, while priming, nothing came out of the infusion set tubing. Upon further inspection, she discovered that the insulin cartridge had leaked into the device's cartridge chamber. Reporter indicated that the cartridge had no apparent damage prior to being inserted into the device. Patient's blood glucose was not affected and no treatment was received.